Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced trouble with contrast vision outdoors and indoors. Everything was dark after surgery and was unable to drive at night. The patient also had yag laser. The patient seen surgeon many times who told that no problem with vision and it would improve, nothing was found on exam. The surgeon told patient might have dry age related macular degeneration (amd) and prescribed glasses which were not helpful. The patient had 2nd opinion and was told might have wet amd .the md said no need for shots and its des not amd. Additional information has been received that patient vision was not improved .the wavelength of black contrast is affected. Patient had a contrast sensitivity test done which was inconclusive. The patient feels the lens was blocking the light getting in to the eye. The lens was attenuating the range of colors getting into eyes. The light was not making it directly into the eyes. The patient was tested with color plates and could not see any of them. The consumer was on fiberoptics. There are 2 medical device reports associated with this file. This report is od file.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).